Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The pt experienced peritonitis manifested by nausea and vomiting and was hospitalized on the same day. Treatment for the peritonitis was unknown. Six days after being hospitalized, the pt was discharged from the hospital. The cause of the peritonitis was reported to be c. Diff (clostridium difficile) also described as ?bacteria in the bowels? (Further detail not provided). On an unreported date the pt was re-trained in proper aseptic procedures for performing pd therapy. At the time of this report, the peritonitis was resolved, the pt was recovered from the event and dianeal therapies were ongoing. Additional information was requested but is not available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers gd894865 and gd895037 with with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).